Manufacturer narrative:
The actual device was visually examined. It was confirmed that the pcb was burnt around the heaterwire's power supply circuit which measures the heaterwire current. There was also a burn mark on the heatsink. Two transistors, one diode and two capacitors were all physically blown. We were unable to duplicate the complaint. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: failure on the heaterwire's power supply circuit may occur with a faulty heaterwire connected at that time. In all previous cases, the device would normally stop working & show a heaterwire alarm, an e20 or e21 error code, depending on the nature of the error detected by the device. The extent of pcb heat damage has never been observed before, since the mr850 was introduced 10 years ago. This is a very unusual event. We will continue to monitor all complaints for this type of fault.

Event description:
A hospital in another country reported to our distributor that a mr850 respiratory humidifier "has a burned and smoking defect". No patient consequence was reported.